Event description:
As reported by a user facility. The suture wing on a hemodialysis catheter tore, resulting in a potential lost placement and requiring surgical intervention (replacement of catheter).